Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose readings. Caller alleges the luer lock connection is leaking. No adverse event reported. Requested return of the alleged device for evaluation.